Event description:
Customer reported that she was returning our call. Advised customer the reason for the call, customer reported about the infusion set cap and reservoir were not connecting or clicking properly. Customer reported also about getting bubbles but was not sure. Customer unable to remember. No trouble shooting done. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.